Manufacturer narrative:
Citation: neupane s et al. Meta-analysis of transcatheter valve-in-valve implantation versus redo aortic valve surgery for bioprosthetic aortic valve dysfunction. Am j cardiol. 2018 jun 15;121(12):1593-1600. Doi: 10.1016/j.amjcard.2018.02.054. Epub 2018 apr 19. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a meta-analysis comparing procedural success and outcomes following transcatheter aortic valve-in-valve implantation (viv-tavi) versus redo surgical aortic valve replacement (redo-savr). The meta-analysis was completed in accordance with the preferred reporting items for systematic reviews and meta-analyses (prisma) statement. All data were collected from an electronic search of scientific literature in the pubmed, medline, and google scholar databases published between january 2007 and august 2017. Four studies were selected to conduct the meta-analysis with a total of 489 patients (predominantly male; mean age 73 years), 103 of which were implanted with a medtronic corevalve bioprosthetic valve. No serial numbers were provided. Among all patients, the reported 30-day mortality between the viv-tavi and redo-savr groups was 5% and 4%, respectively. Multiple manufacturers were noted in the literature; based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: high-grade atrioventricular block requiring permanent pacemaker implantation, implant of second transcatheter aortic valve, conversion to open surgery, stenosis, regurgitation, or a combination of stenosis and regurgitation requiring either viv-tavi or redo-savr, valve malposition, valve migration, coronary occlusion, vascular complications, stroke, myocardial infarction, paravalvular regurgitation, residual aortic regurgitation, and elevated residual mean gradients. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.